Event description:
During laparoscopic cholecystectomy, the covidien endo clip ii clip applier 10mm medium/large (ref (B)(4), lot #jal1015x, exp. 2019-11) misfired then remained jammed. A second device was opened, a covidien endo clip applier 10mm large (ref (B)(4), lot #jam0104x, exp. 2019-12) and it also misfired then remained jammed. A third endo clip was opened and used without difficulty. No patient harm.